Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the final inadequate wall apposition/need to use an additional stent was said to be because the distal end of the pipeline was not properly expanded and was floating. The was no resistance during delivery or positioning. A continuous saline flush was administered and maintained as indicated in the IFU. There was no particular damage to the pipeline pushwire or catheter observed. The patient was undergoing treatment for an aneurysm located in the c6 ophthalmic section.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal portion of the pipeline flex with shield technology stent opened to only about 2/3 of the vessel, so percutaneous transluminal angioplasty (pta) vascular dilation was performed with a balloon catheter. Although the vessel initially opened, recoil occurred. The distal portion of the pipeline was then secured with a non-medtronic stent and the procedure was completed. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right sided aneurysm with a max diameter of 6 mm and a 4 mm neck diameter. The landing zone arterial diameter was 3.0 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure showed no problems. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, was deployed more than 50% when it failed to open, and was resheathed 2 or less times. The stent was implanted, it did not open evenly, and ballooning was performed on the stent. Ancillary devices included wingspan stent.